Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicates that the spinal cord stimulation (scs) system underwent an explant procedure as part of an elective replacement for a system upgrade, to obtain MRI conditionality. The patient is doing great post operatively. The explanted device will not be returned as it was retained per facility policy.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.